Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the tissue pad of the upper jaw detached. The instrument was replaced with a new one and surgery was continued. There was no patient consequence reported.